Manufacturer narrative:
Visual analysis was performed on the return device. The reported stent dislodgement was not confirmed; however, the stent had moved proximally on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from this lot. Based on the reported information, the stent damage and movement on the balloon likely occurred during removal of the protective sheath, or inadvertent mishandling during preparation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation, the 8.0x59mm omnilink elite stent dislodged from the catheter. There was no patient involvement. A new unspecified device was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.